Manufacturer narrative:
H3: one device was received for evaluation. The service history review indicated no previous service. The reported issue could not be replicated. The root cause was not determined. The device passed all tests and was within specification.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a false downstream occlusion (dso) alarm. This occurred during set up, and there was no patient involvement.